Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 reports regarding this event. See manufacturer report number 2032227-2014-65346 for reservoir.

Event description:
Customer reported that she experienced high blood glucose. Customer stated that her reading was 430 mg/dl and she corrected and went to 530 mg/dl. She called the trainer and was advised to change the infusion set and reservoir; she changed everything but was still getting highs. She had been on insulin pump therapy since for 3 days and started at 135 mg/dl went to 230 mg/dl; corrected again and is currently at 288 mg/dl. Customer stated that she found air bubbles in the tubing. The device was not rewound with a reservoir in place but insulin was not stored at room temperature. Cannula was slightly bent. Nothing further reported.